Manufacturer narrative:
The device will reportedly not be returned to maquet cardiovascular for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system powered up automatically, began glowing red, become hot, and let off excessive smoke. This occurred during cautery of a branch inside the pt's leg. The hosp reported that they believed there was thermal injury to the vein because the unit was inside the leg and got smoking red hot. The harvester had to go to the other leg using a new kit to complete the procedure. There were no additional tests performed to confirm whether the vein was damaged. No other pt effects were reported. The vh-3000 and vh-3010 were retained by the hosp.